Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the recording was 10:46 instead of 24, 48 or 96 hours. The ph values were normal throughout the duration of the recording. As no equipment was returned for investigation, the cause of the short study cannot be reliably determined, but the most probable root causes for the short study are: ¿ recorder malfunction - due to a failure in the internal components of the recorder, the ability to pick bravo capsule signal was damaged ¿ capsule failure - due to failure of capsule¿s internal components, the ability of the capsule to function properly was damaged ¿ bravo recorder was shut down a review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they experienced a short study. Customer stated they used fresh batteries, study would be sent in for review. A repeat procedure was necessary.